Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis identified cuts containing dried body fluid in the outer insulation, approximately 19 cm from the pin. Trace amounts of tissue were found in the helix mechanism, however, there were no signs of physical damage. Additionally, analysis noted that there were no irregularities noted at the tip region of the lead.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced chest pain shortly after the implant procedure. An echogram was taken which identified a cardiac effusion; however the precise location was undetermined. As a result, the patient underwent a revision procedure. During this procedure there were several unsuccessful attempts to reposition the rv lead in a stable position. The rv lead was explanted and another rv lead was successfully implanted. A local area sales representative reported that the patient had a pericardiocentesis the day after the revision procedure to remove 550ml of fluid. The patient was also intubated with anesthesia due to pain from the pericardiocentesis procedure. Upon lead extraction, tissue was observed in the helix. To date, no additional adverse patient effects have been reported.